Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the bracket and mains board kit was replaced, and the device was subsequently operational. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue remains unknown (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.

Event description:
The following has been reported: screw anchor came out of bracket and mains board kit. Replaced kit with new one. Upgraded software to new version 2.2d pm completed using agilia partner version v2r 4.0.3.21072 wi-fi configured sql and centerium server checked for connectivity and data download: pass reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.